Event description:
It was reported by the rn via telephone that the intra-aortic balloon (iab) was prepped and the sheath was inserted into the patient. The md inserted the membrane through the sheath and into the patient's vessel. The md was unable to advance the iab further into the patient. As a result, the md pulled the iab back out of the sheath and inserted another iab successfully. There were no reported patient complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.